Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited high out-of-range pace impedance measurement. It was noted that the device switched to unipolar configuration as a result of the impedance measurement. The device was left in unipolar and minute ventilation sensor programmed off as well as it resulted in the observation of some noise on electrograms (egms). No adverse patient effects were reported. This system remains in service.